Event description:
The customer reported that there was insufficient angle with the gif-pq260 evis lucera gastrointestinal videoscope. The insufficient angle was confirmed during repair at olympus and the issue was repaired. During the repair, a problem with the air and water supply drainage was observed. The customer was not aware of the problem with the air and water supply drainage. There was no reported patient or user harm or impact due to this event. During further device evaluation at olympus, foreign material was found inside the nozzle, which resulted in the amount of air and water supplied not meeting specification. The report is being submitted for the foreign material found inside of the nozzle.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however it was confirmed that nozzle was clogged with black foreign matter. When the foreign matter was collected and subjected to component analysis, it was found to be silicone. Silicone-based substances are used in various applications such as watertight packing, silicone-based adhesives, and silicone members, so it is not possible to identify them from this analysis, but the foreign material is likely derived from products and peripheral devices used in combination with scopes. Olympus will continue to monitor field performance for this device.